Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the tube got cut. The reporter indicated that during the implantation surgery, when the surgeon tried to let the tube through by using fm-ba14035, the tube got damaged and cut. The alternative spare product has been used and the surgery was finished safely. Patient information was not provided. Additional information has been requested.

Manufacturer narrative:
Investigation: visual inspection: in the first step of our investigation, we carried out a visual test on the shunt system. Permeability test: to proof the penetrability of the shunt system we have carried out penetrability test. This test is carried out at a hydrostatic pressure of approximately 20-30 cmh2o in the direction of flow. Adjustment test: our adjustment tests are carried out with the standard progav 2.0 checkmate and measurement tool. The valve is adjusted from 0 to 20 cmh2o and down again in increments of 5 cmh2o. Braking force and brake function test: to measure the braking force, we tested the progav 2.0 valve with a braking force device. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force device. Results: the visual investigation indicated a separated distal catheter. There were visible marks of crack on both catheter ends. Due to the reason for the complaint, it is not necessary to check the adjustment and the brake function. Based on our investigation results and our original documentation, we can exclude the presence of a defect at the time of release. The final tests before the packaging revealed no deviation neither in the visual inspection nor in the pull and leakage test. The catheter may have been damaged by excessive pulling or a sharp instrument. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.